Event description:
It was reported that a patient experienced peritonitis manifested by being unable to eat, dehydration, and extreme discomfort; coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On unreported date(s), the patient was treated with an unspecified antibiotic (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. At the time of this report, hospitalization was reported to be ongoing, but the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.